Manufacturer narrative:
(B)(4). A review of lot f1726401, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon ruptured by calcium. The physician removed the vcd and applied manual compression. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The product was stored as instructed per labeling. The vcd was being used following an interventional coronary procedure. The mynx vcd was prepped according to IFU instructions. There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon ruptured by calcium. The physician removed the vcd and applied manual compression. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The product was stored as instructed per labeling. The vcd was being used following an interventional coronary procedure. The mynx vcd was prepped according to the instructions for use (IFU). There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stop cock closed. The sealant was on then catheter covering the balloon proximal tip. The advancer tube was abutting the sealant¿s proximal end and engaged to proximal tamp lock as received. The returned device had no evident of exposure to blood. Leak testing was performed on the balloon of the returned device by using the returned syringe and found no leak in the balloon. The balloon was inflated with water and pressure was held with proper functioning of the inflation indicator. The balloon¿s inflation/deflation time and inflation indicator pressure release were verified and noted to be within the specifications. Review of lot f1726401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The condition of the returned device does not match the description of the incident. Therefore, based on the information provided and the investigation performed, the event reported as the balloon loss of pressure could not be confirmed and the root cause could not be conclusively determined. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.